Event description:
The patient reportedly experienced a decrease in performance and sound perception problem. The patient was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Surgery was scheduled to explants the patient's c1 device.